Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was broken. The ring broke off. The reservoir was not staying in place. Customer's blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.